Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 392,000 joules. Also, it was reported that the fiber cap was retrieved. The device was not returned for eval.